Manufacturer narrative:
The pump passed the displacement, sleep current and active current tests. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 and unexpected battery power loss due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer's blood glucose level was 3.9 mmol/l. The customer mentioned that they were able to clear the alarm and rewind successfully. The customer stated that the notification light kept blinking even after removing the battery. The customer mentioned that the insulin pump had the alarm every four hours. The insulin pump will be returned for analysis.